Event description:
It was reported that the patient complained of pain and had elevated cocr so the surgeon revised. The surgeon noted fretting of the stem.

Manufacturer narrative:
It was noted that the patient retained the devices. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding revision due to pain and fretting involving a metal femoral head was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Clinician review of the reported event concluded: "without further evidence, a clear relationship between the observed taper fretting plus the ¿elevated¿ cobalt and chrome ions in the blood as failure mode with the cause of pain and the revision indication is far from established." A. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported pain or fretting determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient complained of pain and had elevated cocr so the surgeon revised. The surgeon noted fretting of the stem.